Manufacturer narrative:
E1: initial reporter facility name: (B)(6).medical center.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury reported.